Manufacturer narrative:
Unit received with currents within specifications. No blank display noted and display board was fine. Unit had minor scratched display window, cracked case near display window corners, battery tube threads, reservoir tube lip and reservoir tube.

Event description:
Customer reports to have not received a low battery warning and received a blank screen display. Customer's blood glucose was 145 mg/dl. Customer states insulin pump had a crack near the reservoir compartment. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time